Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735720, lot/serial #: (B)(6). H3) the manufacturer representative went to the site to test the thermal therapy system. Signal from the touchscreen (top) went out for a few seconds when they tried to tilt it slightly. Power light went from green to amber before turning back to green again. Touch function wasn¿t compromised. They had the screen locked a while ago so they wouldn¿t accidentally turn it off in treatment. The display port cable was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735720, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported outside of a procedure that the touchscreen was e experiencing signal loss when turned. The screen would go dark for a few seconds when it was turned/moved, but the power button would stay on. It would change from green to amber then back to green. The touch function remained intact when the screen came back on. The power, usb and dp cords were all connected properly, and the manufacturer representative re-plugged them into their respective ports as a quick test. The system was also completely shut down then booted up after they were reconnected. The probable cause of the reported issue was possible the dp connection/cord. No patient was present at the time of the event.